Event description:
It was reported that the patient had an inappropriate shock due to a supraventricular tachycardia. Also, the high energy shock impedance was 133 ohms, which is high but within normal limits. Technical services discussed some programming options. There were no additional adverse patient effects. The system remains implanted.